Event description:
It was reported that this pacemaker recorded a code 1003 during interrogation performed at an emergency MRI visit, indicating the voltage was too low for the projected remaining capacity. Despite this finding, the MRI procedure was completed without any issues. A request was made to have data from the device analyzed, which identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted at this time, and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.